Manufacturer narrative:
Unit passed off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. Radio frequency pic failed self-test alarmed during pump self-test and unit received with high idle current due to faulty electrical component on radio frequency board noted. Moisture damage on all electronic assemblies noted. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer's blood glucose was unknown. Insulin pump would be replaced.